Event description:
Patient called lfs in 2003 alleging the meter would not save any results in the memory. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further information has been reported.